Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the display blank. No patient involvement reported.

Manufacturer narrative:
Date of report: 09/22/2018. Date of manufacturer: 06/06/2018. The reported problem is a vent inop condition; air valve lift off failure. If it were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. When the fse attended the problem on site, he found no problem with display, however device showing an error code indicating air valve lift off failure, vent inop condition. The fse replaced the blower assembly to resolve this issue.